Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose levels 537 mg/dl. Customer¿s current blood glucose was 480 mg/dl. Customer was treated with insulin shots. Drive support cap was normal. Insulin was exited with quick release. Customer was assisted for troubleshooting for high blood glucose. Customer stated that there was no leak or air bubbles. The insulin pump will not be return for analysis.